Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that when the lead was connected to the header of the implantable cardioverter defibrillator, both the pacing and defibrillation impedances were high. It was noted that the impedance values were normal through the analyzer but not once the lead was connected to the header. The device was removed and replaced. The patient was in stable condition.